Event description:
Pt started to feel ill and her blood glucose level tested at 500 mg/dl. She gave herself a 25 unit bolus of insulin and the blood glucose level did not go down. She does not recall any problem other than having had an 07, system fault alarm on her pump approximately one week before the incident. She was hospitalized for diabetic ketoacidosis. She was given intravenous insulin and released on pump therapy. Two weeks later she is still having difficulty controlling her blood glucose level and the dr thinks it may be due to the pump.